Event description:
It was reported that during implant the pacing lead exhibited an impedance issue. The lead was attempted/not used and replaced and was found to be damaged once it was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.